Event description:
It was further reported that the patient did not have an infection, nor suspicion of infection, during the (B)(6) 2012 surgery.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's stimulator was replaced due to infection. It was noted that the patient had experienced many infections. It was unknown if the infection had been related to the deep-brain stimulation system. Additional information has been requested, but was not available as of the date of this report. Refer to manufacturer report #3004209178-2012-11094. Multiple stimulator replacements due to infection occurred in this event.

Manufacturer narrative:
Product ID 748251, serial# (B)(4), implanted: 2004-(B)(6), product type extension product ID 3387-40, lot# j0357437v, implanted: 2004-(B)(6), product type lead.

Manufacturer narrative:
.